Manufacturer narrative:
*Correction to d.4 - serial number. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the endoscope image was flickering during procedure. The surgeon completed the procedure using the same endoscope. There was a 5-minute delay. No negative impact in state of health reported.